Event description:
Addendum received 2/19/10: during the procedure at 09:45 hours, the patient experienced a drop in blood pressure to 82/28 mmhg. He was treated with 100 mcg of phenylephrine IV.

Event description:
Caller states patient tested 4.6 inr on the coaguchek s system while a comparison lab returned as 2.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.